Manufacturer narrative:
Continuation of d10: 1125 outflow graft implanted on (B)(6)2018, 1103 vad pump implanted on (B)(6)2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a normal generator changeout procedure, the patient experienced a drop in blood pressure. Additionally, it was noted after the procedure that the patient experienced blurry vision in their left eye as well as a headache. A computerized tomography (CT) scan revealed a bleed in the right occipital lobe, indicating both a thrombotic and hemorrhagic stroke. The patient had been on anticoagulation prior to the procedure within range of normal international normalized ratio (inr). The ICD was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6 (annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the procedure, the anesthesia team over treated the drop in blood pressure, causing hypertension. Additionally, the patient was in and out of ventricular tachycardia (vt). The ICD battery was dead so it couldn't treat the vt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.